Manufacturer narrative:
H6 - device code 1494: off-label use (acd < 3.0mm). Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens -9.5/2.0/176 (sphere/cylinder/axis) was implanted in a vertical position into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged with a same length lens that was implanted in a horizontal position due to low vault and the problem resolved. Cause is reported as unknown.